Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was in the 400's mg/dl and that the customer was throwing up. Customer suspected cause of elevated bg was not removing all of the air from the cartridge. Customer performed a supply change , bolused, and delivered a manual injection to treat the elevated bg level.